Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that the device did not alarm asystole. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The field service engineer (fse) went onsite and stated the cause of the reported problem was not confirmed. The fse pulled logs associated with the event and provided the customer with logs, so they can review the logs. We are unable to confirm the final disposition of the device. The customer only requested for the logs to be pulled so they could review. If additional information is received the complaint file will be reopened. H3 other text : refer to h10.

Event description:
The customer reported that the device did not alarm asystole. The device was in use on a patient. There was no report of patient or user harm. It is unknown if the device is working to specification.

Manufacturer narrative:
D4: data correction to device identifier product UDI.